Manufacturer narrative:
(B)(4). One used space pump IV tubing set was received for evaluation. In an attempt to replicate the reported event, the returned set was primed and loaded into an infusomat space pump pe the instructions for use. The pump ran for one and one half hours. During this time, there were no air bubbles observed in any location of the tubing sets and the pump did not alarm any errors. Further more, the set was subjected to occlusion and air pressure (leakage) tests according to specification with acceptable results. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: user reports having issue with air in line and it could not be eliminated with flushing and re-priming set.